Event description:
It was reported that a shock was failed to deliver due to low impedance on the high voltage lead. The patient was coded and rescued with the external defibrillation. The device went into backup vvi mode after the external defibrillation. The patient experienced pre-syncopal symptoms and pacemaker syndrome. The device was explanted and replaced. The procedure was completed without any complications.

Manufacturer narrative:
Correction: please retract this manufacturer report 2938836-2017-23523, it should not have been reported as a medical device report (MDR) as the product has not been approved by FDA and is part of investigation device exemption (ide).

Event description:
Additional information received indicated that the patient was stable before, during and after the procedure.